Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.0, lab: 3.4. Lab test was done within 30 minutes.

Manufacturer narrative:
Investigation pending.